Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the figured out it was an improperly inserted reservoir and that was not locked into place. The customer¿s blood glucose level was 330 mg/dl at the time of incident. Customer also reported that the insulin flow blocked alarm. Customer was treated with lantus and syringes needles and pens. Troubleshooting was performed. The insulin pump will not be returned for analysis.